Event description:
It was reported that the unspecified access set leaked at the chamber site. This was observed within 10 minutes of methotrexate infusion to a patient. The IV methotrexate was taken down and a new bag of methotrexate was prepared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.